Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the 961452 pfc sigm ins stabl 12.5mm sz 4 instrument confirms the insert trial cracked at the bottom lip of the component. The lot code was reported to depuy as unknown and there is no lot code etched on the trial. Scratches and gouging on the instrument trial suggest heavy usage. The root cause is being attributed to normal product wear out. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The fixed bearing insert trial broke during surgery.